Event description:
It was reported that during a coronary drug eluting treatment procedure, slow deflation issue occurred. A taxus express2 8.8% 3.0 x 16 mm was deployed in a de novo lesion of the left anterior descending artery (lad). The physician inflated the balloon for 30 seconds to successfully deploy the taxus stent. However the balloon took 45 seconds to deflate. Once the ballon deflated, the physician successfully removed the balloon without any pt complications. No further intervention was noted. Pt status is reported as "satisfactory/good."